Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-jun-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed and was not detected on bus. A field service engineer found that the cubies were failed and could not be recovered and removed the cubies and found packaging underneath one of them and reseated the row board cable and tested the drawer in hardware test application to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, experienced a device not detected on bus error. The customer attempted multiple troubleshooting steps, including reboot and recovery procedures, but the issue persisted. The customer additionally shut down the station by unplugging the power cord for 2¿5 minutes, reconnected the power, and attempted to recover the drawer; however, the device still failed to be detected on the bus. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.